Event description:
The customer reported the generation of erroneous high sodium (na) and chloride (cl) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The number of patients involved is unknown. The customer did not provide patient demographics. The customer performed repeatability test with similar results. Then, the customer ran samples on another au analyzer with results considered correct. The customer did not provide the corrected results. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as defective solenoid valves. The fse replaced the solenoid valves to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6) . The beckman coulter internal identifier is (B)(6) .